Event description:
It was reported that interrogation of the pulse generator resulted in a diagnostics error message. The diagnostics were cleared.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.